Manufacturer narrative:
The customer declined to have their spectrum smart cable returned for evaluation and disposal. At this time, the cause of the reported issue could not be determined; however, it is likely that the reported "frayed cable" caused or contributed to the event. The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, multiple end users complained that the screen blinked during intubation. The customer noted that the most likely cause of the issue was that the cable appeared to be frayed. A delay in the procedure of two (2) minutes occurred as another cable was obtained. No harm to the patient or user was reported.